Event description:
Additional information was received that impedance measurements continued to be greater than 2,500 ohms. Isometric exercises were performed, which resulted in noise on the rv lead. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this right ventricular (rv) exhibited impedances greater than 2000 ohms. Technical services (ts) recommended discussing further action with the physician. No adverse patient effects were reported.